Manufacturer narrative:
H10 corrected data: section b5 and h10 -the fse was on the customer site on (B)(6) 2017 not (B)(6) 2017. See section h3 and d10 . Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: f9 approximate age of device: 4 months h4 device manufacture date: 17-may-2017

Manufacturer narrative:
Please note that this MDR was previously submitted to the FDA on 13oct2017; it was recreated per request by the FDA MDR data systems team representative. H10: additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3: device evaluation by manufacturer: on 13-sep-2017 a field service engineer (fse) found that the sample rack was on the wrong spot; thus, throwing off the pitch sensor s071. The fse realigned the pitch sensor s071 and ran several sample rack rotation tests without any errors. The aia- 900 was functioning as designed. The aia-900, serial number#: (B)(6), was installed at this account on (B)(6) 2017. A complaint history review from 02-aug-2017 through 13-sep-2017 found no other similar complaints. The aia-900 operator's manual under section 12, flags and error messages, indicates that the 2300 s.loader step feed failure occurs when the pitch sensor s071 fails to go on after the step feed. The operator is instructed to check to see if there is any impediment to the sample rack feed and check s071 and the step feed mechanism. If the trouble reoccurs, the operator is instructed to contact the local representative. The most probable cause of the reported event was due to the sample rack being placed on the wrong spot at the time of the run, which caused a pitch sensor s071 misalignment.

Event description:
On 13-sep-2017 a customer reported getting 2300 s.loader step feed failure error message on the aia-900 analyzer; therefore, was unable to run patient samples for troponin and creatine kinase mb (ckmb). On 13-sep-2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for troponin and creatine kinase mb (ckmb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.